Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of 06/15/2010, that number was de-activated due to site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted or (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted. Based on the information gathered it appears most likely that during the patient's transfer one of the leg clips of the sling detached from the spreader bar of the tempo lift as the sling was not clipped securely to the spreader bar of the lift. It was indicated that the patient was raised and before certified nursing assistant (cna) put the patient down she turned around to call for a nurse to get a scale reading and she heard something. In this moment she noticed the sling was not clipped securely to the spreader bar of the lift. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It has been established that the lift device (tempo) and the clip sling system was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. The sling and the lift which work together as a system were found to have been to specification from a functional perspective when the event took place. The sling and the lift device were inspected and no malfunctions were found that could have caused or contributed to the event. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place as shown in our simulations. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. The only exception being: when a person is lifted from a horizontal position (bed in this case) and a leg clip is not attached. As is documented in our simulations, a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the patient is at the end of that transfer, put into a more upright, seated position before lowering to a chair, the weight shifts towards the missing clip strap and the person falls out. Moving the above scenarios, it appears most likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the patient was put into more upright, vertical position. However it was suggested that the pull strap of the sling not allowed to see if the clip is fully attach to the leg portion of the lift spreader bar we can assume that cna did not follow the labeling and did not check the clips, if those are correctly attached and remain in tension, as the weight of the patient is gradually taken up. (B)(4).

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: on (B)(6) 2015 during the patient's transfer one clip of the sling detached from the spreader bar of the tempo lift. It was indicated that the patient was raised and before certified nursing assistant (cna) put the patient down she turned around to call for a nurse to get a scale reading. She heard something, at which point she noticed the sling was not clipped securely to the spreader bar of the lift. As a consequence of the event the patient fell to floor and hit her head sustaining head laceration required suture and l2 vertebrae corner fracture without displacement. Additional conversations with technician revealed that the way in which the sling straps were attached allegedly blocked the view of the sling clip so the staff member did not see that the clip was not fully attached.